Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "lma classic will not deflate." Alleged malfunction reported as occurring during use. It was reported there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the airway tube of the device was discolored due to multiple uses. When the device was connected to a syringe, the syringe was unable to blow air into the device or extract air from them. The returned sample was compared to a brand new retained sample. It was observed that the adaptor cap of the check valve was missing from the returned sample. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. The check valve component was probably detached/broken due to handling/washing/brushing after multiple cycles of re-use after unpacking. Once the component of the valve was broken, the valve could no longer function normally.

Event description:
Customer complaint alleges "lma classic will not deflate." Alleged malfunction reported as occurring during use. It was reported there was no patient injury or consequence.